Event description:
Customer reported an issue with the pump battery depleting too quickly, though it did not lead to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to fully charge the battery and confirmed through logs that the battery depletion was more than 80% per day. Consequently, technical support decided to replace the pump. Customer was informed on how to store the current pump for return and will use mdi as a backup therapy to ensure uninterrupted insulin delivery.